Event description:
It was reported that the patient presented in clinic for a routine check-up. Upon interrogation it was found that the right-atrial (ra) lead was dislodged. As a resolution the lead was explanted and replaced. Patient condition was stable.